Event description:
It was reported to philips that the device has power equipment failure.

Event description:
It was reported to philips that the device has power equipment failure. A customer requested assistance from a philips field service engineer (sfe). Per the customer, the unit was experiencing a power equipment malfunction. Upon evaluation of the device it was noted to be the processor pca. Based on the conclusion of the investigation, it was determined that this was a malfunction of the processor pca. A new processor pca was replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.